Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon further inspection, the fse found that, the x-ray pc was defective. The x-ray pc had a bios (basic input/output system) error, which prevented the system from booting normally. To resolve this issue, the fse replaced the x-ray pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system did not fully boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.